Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed, because it was not returned for investigation. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and accessory device support. In this case, based on the reported information, it appears that interaction with the proximal end of the implanted stent during the attempts to cross likely contributed to the reported resistance during advancement of the retrieval catheter. Post dilatation was performed using a balloon (additional therapy/non surgical treatment) and the retrieval catheter was able to be advanced and the filtration element was successfully removed. In this case, the reported failure to advance and additional therapy appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the right internal carotid artery, an xact stent was successfully deployed. Post dilatation was performed with good results using an unspecified dilatation catheter. The emboshield nav6 recovery catheter was advanced in an attempt to retrieve the filter. However, the recovery catheter could not cross the proximal segment of the stent. The balloon was inflated again over another guide wire so that the barewire was concentric, and the filter was recovered successfully. There was no adverse patient effect. No additional information was provided.